Event description:
A customer contacted beckman coulter inc (bci) to report that the coulter lh 750 hematology analyzer generated the message "analyzer fan failed". The customer smelled smoke, but did not see any smoke, arcs, sparks, nor flames. The hospital maintenance department used a device to detect heat, and could not find any problems. The fire department was not contacted and there were no injuries or exposure of any kind related to the smoke smell. The customer powered the instrument and compressor off and placed it out of service until bci field service engineer (fse) arrived.

Manufacturer narrative:
Bci field service engineer (fse) ordered a new fan for the instrument and customer replaced the fan when it arrived.